Event description:
It was reported that, while doing an in-service cori lab/demo, they received an internal error after pressing ¿next¿ on the select bur screen the system seemed to pause for a second and then prompted a robotic drill disconnection. They pressed continue and an internal error message was prompted. They tried exiting out of the case and resuming operation with the same drill connected, but it continually prompted the internal error message ("the system had detected that the application unexpectedly exited."). They went to the bur option screen and switched out the drill from the console. It was noticed that the serial numbers on the screen were not matching the number of the drill plugged in. However, this drill was able to get through to calibration and test spin. A third drill was tested and it was also able to get through to calibration and test spin screen. The resolution was that the first drill was faulty. Also, in order for the system to recognize the switch in drills, they exited the case completely and re-calibrated. No patient was involved.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation. The internal error screenshot was confirmed with the picture attached to the submitted field report. Based on the reported description, a known software error could be the possible cause for the "internal error" generated shortly after the "robotic drill cable disconnected" error. Because the log files (naviosystem and xsession logs) required to confirm the internal error were not provided, it cannot be confirmed that this is an occurrence of the known software error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In an attempt to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the internal error (confirmed via screenshot photo) is a known software bug that has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual and functional evaluation was performed and the internal errors were not confirmed. The case files were reviewed, as well as the calibration reports of the drills used in the cases. It was found that the internal errors were occurring due to the drill being uncalibrated. Therefore, the internal error was appropriately thrown, and the console/software did not contribute to this issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that while doing an inservice cori lab/demo, they received an internal error after pressing ¿next¿ on the select bur screen the system seemed to pause for a second and then prompted a robotic drill disconnection. They pressed continue and an internal error message was prompted. They tried exiting out of the case and resuming operation with the same drill connected, but it continually prompted the internal error message ("the system had detected that the application unexpectedly exited"). They went to the bur option screen and switched out the drill from the console. It was noticed that the serial numbers on the screen were not matching the number of the drill plugged in. However, this drill was able to get through to calibration and test spin. A third drill was tested and it was also able to get through to calibration and test spin screen. The resolution was that the first drill was faulty. Also, in order for the system to recognize the switch in drills, they exited the case completely and re-calibrated. No patient was involved. No other complications were reported. According to the investigation findings, there were homing failures and a tool disconnect that caused the drill disconnect errors, as well as a calibration problem within the drill that led to the internal errors received.